Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an error that required contacting the manufacturer. The event occurred during a diagnostic colonoscopy procedure. The intended procedure was completed using the same device and there were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent and flickering image and an e237 scope error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error that required contacting the manufacturer (e237 scope error) and the intermittent and flickering image were due to fluid invasion in the connector. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.